Event description:
It was reported that on (B)(6) 2013 the patient had fluid removed from his knee. On (B)(6) 2013 the patient received orthoscopic surgery to remove scar tissue, bone fragments and bone spurs.